Event description:
It was reported that patient required a rectal tube, yesterday during their first shift with them, their original rectal tube came out so they had to re insert a new tub. They chose to put a dignishield rectal tube in. Near the end of my shift and noticed water on the floor near patient foley bag. They assumed that leaked and did not thought much of that. Tonight, their second shift with them, upon a routine reposition, the rectal tube was dislodged, the balloon was completely deflated. They tried to troubleshoot. Assessed patency of the balloon and there seemed to be no leaks so they reinserted the rectal tube. A few hours later there was water on their floor under the rectal tube bag and then realized that was the rectal tubing itself that was defective, the leak seemed to be came from the tubing where the collection bag and tubing connect. They removed the defective rectal tube from the patient there after.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The DHR review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient required a rectal tube, yesterday during their first shift with them, their original rectal tube came out so they had to re insert a new tub. They chose to put a dignishield rectal tube in. Near the end of my shift and noticed water on the floor near patient foley bag. They assumed that leaked and did not thought much of that. Tonight, their second shift with them, upon a routine reposition, the rectal tube was dislodged, the balloon was completely deflated. They tried to troubleshoot. Assessed patency of the balloon and there seemed to be no leaks so they reinserted the rectal tube. A few hours later there was water on their floor under the rectal tube bag and then realized that was the rectal tubing itself that was defective, the leak seemed to be came from the tubing where the collection bag and tubing connect. They removed the defective rectal tube from the patient there after.

Event description:
It was reported that patient required a rectal tube, yesterday during their first shift with them, their original rectal tube came out so they had to re insert a new tub. They chose to put a dignishield rectal tube in. Near the end of my shift and noticed water on the floor near patient foley bag. They assumed that leaked and did not thought much of that. Tonight, their second shift with them, upon a routine reposition, the rectal tube was dislodged, the balloon was completely deflated. They tried to troubleshoot. Assessed patency of the balloon and there seemed to be no leaks so they reinserted the rectal tube. A few hours later there was water on their floor under the rectal tube bag and then realized that was the rectal tubing itself that was defective, the leak seemed to be came from the tubing where the collection bag and tubing connect. They removed the defective rectal tube from the patient there after.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.